Event description:
It was reported that there was t-wave oversensing (twos) post pace on the right ventricular (rv) lead. Reprogramming was attempted, but was unsuccessful. Programming options would not allow reprogramming around the twos and the physician chose to replace the cardiac resynchronization therapy defibrillator (crt-d) with an alternative product. The lead will be monitored after device changeout to see if twos resolves. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.